Manufacturer narrative:
The device was received with the needle fully deployed, the slide insert visible through the viewing window and the linkage assembly was in the fully deployed state. The bottom housing and environmental seal were checked for any damages that may have occurred due to a miss deployed needle; no damages or deficiencies were found. Upon investigation of the needle mechanism, no visible damages were found. The needle mech assembly was reset using the lock and load tool, and again, no damages or deficiencies were found. When investigating the fluid path, fluid was seen past the o-ring indicating that the o-ring was not properly sealed. No other damages or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.